Event description:
"It was reported by the customer that the is not functioning properly, its up-down movement is not working properly." No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation underway; f/u will be submitted as necessary based on investigation results.